Manufacturer narrative:
Due to depleted bottom and middle batteries, the device was connected to a power supply, however the pod could not establish communication with the master pdm. The device was unable to be downloaded and shelf mode current was unable to be measured, since the device could not establish communication with the master pdm. Upon inspection of the pcb, the asic was found to be raised and not soldered correctly onto the pcb. The exposed portion of the soft cannula was observed to be kinked and also had a tear. Fluid was seen leaking from this tear. Although the cannula was damaged, the timing and cause of the damage is unknown. The formed needle was not in the slide retract after opening the device. The slide retract was observed to be damaged and the linkage assembly arm was observed to be closer to the chassis than normal. The reservoir cap was observed to be damaged. Marks were observed on the top and bottom housing where the reservoir sits. The ratchet gear was observed to be damaged. A mark was observed on the outside of the top housing, above where the ratchet gear and reservoir cap damage was found. The damage to these multiple components appears to be post use damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 280 mg/dl while wearing the pod between 24 and 36 hours, while wearing it on the hips/buttocks. For treatment, the patient changed out the pod and gave correction bolus.